Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication did not flow during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that no insulin flowed during injection.

Event description:
It was reported that medication did not flow during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that no insulin flowed during injection.

Manufacturer narrative:
H.6. Level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for clog on lot # 9015884. Investigation summary: customer returned two (2) 31g x 8mm bd pen needles from lot 9015884: one was returned after use, and the other was sealed/unused. Consumer reported, no insulin flow when taking injection; when she removed needle, the non patient end was bent. Both returned samples were examined, and it as observed that the pen needle that was returned after use had a bent non-patient end (npe) cannula, however, no evidence of manufacturing defects was observed. The pen needle that was returned unused was tested for flow using a test pen injector: this sample was able to expel properly, and no issues were observed. As no manufacturing defects were observed on the two returned samples, and the bent npe cannula was only observed on the used pen needle, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.